Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel disconnect was not determined because no products or device logs were returned.

Event description:
It was reported that the customer was experiencing channel disconnect issues. Information on patient involvement is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.